Event description:
I began experiencing erythema multiforme from head to toe in (B)(6) 2021. I was treated 3 separate times by a dermatologist. Massive doses of oral/topical steroids were given each time in (B)(6), (B)(6), and (B)(6). The rash would slightly abate only to return again upon cessation of steroids. All detergent, soap, toothpaste, deodorant, shampoo/conditioner ect. Were changed to hypoallergenic with no effect. Medicine was changed to make sure it was not a food dye used in my levothroxine/unithroid. Again no effect on the rash. At the beginning of (B)(6) I suddenly noticed that the "pads" I use daily for "stress incontinence", worsened the symptoms! I put two and two together. I use a few different brands (tena, options/ equate walmart brand) the pads are "unscented", how ever they have something in them called "odor guard", and "odor control". I found a brand from amazon made in (B)(6), designed by koreans (rael) that was one of the only pads that did not contain this "additive" to mask odor. I have used them now exclusively for a month, and am happy to report that my symptoms stopped within days of the switch, and my skin is now healing at last. I experienced severe scarring of my skin from this experience. I have read that these chemicals are in adult diapers as well, and the thought that the elderly are using them, and possibly having this sort of a reaction without understanding why is what has led me to write to you. I shudder at the thought of the suffering this has caused. My skin is permanently damaged. I saw that one of the companies that manufacture these tried for eight years to get a patent on this "additive/chemical", and finally withdrew the request. The "unscented" nomenclature leads a consumer to believe somehow this is a good thing, but the fact that there is something inside the pads that is a chemical to mask the smell of the urine without ever explaining what that chemical additive is, is a travesty. I will continue to use the product I have found, as I cannot believe my very expensive, body altering experience has come to an end. Thank-you for your time, and I hope you can look into this matter. There were 3 separate visits to a(B)(6) dermatologist professor; 12/2021-06/2022 a skin biopsy was also performed. 3 rounds of high dose regimens of prednisone, and topical kenalog were prescribed.